Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for mobile system 1, medwatch with identifier (B)(6) is for mobile system 2. Strips not available for return.

Event description:
Caller reported blood glucose results of 130 mg/dl on mobile system 1, 260 mg/dl on mobile system 2 within 10 minutes. The same lot of strips was used for all results. No adverse event reported. Strips not available for return, replacement sent.